Event description:
Pt here for end of life generator change out. Ventricular lead was electively replaced because of known insulation breaks. Atrial lead testing showed range error for resistance which the rep indicated meant lead fracture rather than insulation break which has been reported with this atrial lead.